Event description:
It was reported that the unit shuts down intermittently after approximately a couple of hours.

Manufacturer narrative:
Additional information will be provided once the investigation is completed.